Event description:
The patient was enrolled in the watchman flx pro CT study on (B)(6) 2023 with patient identifier (B)(6). It was reported that device did not seal. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with a complete laa seal and deployed device diameter of 22.0 mm. There were no complications that were reported to have occurred. The patient was discharged from the hospital on a medication regimen of aspirin. On (B)(6) 2024, 393 days post index procedure, the patient presented for protocol required 12 month follow up, and cardiac computed tomography (CT) imaging revealed a peri device gap of 9 mm at long axis and 17 mm at short axis, peri-device leak was noted at posterior, 3, 4, 5 and 6 oclock position. It was further reported that on (B)(6) 2024, the patient underwent closure of residual leakage. The peri-device leak was closed with a non-bsc avp2 closure. Post procedure, the control cardiac CT revealed reduction of contrast distally in the auricle. On (B)(6) 2024, the event was considered resolved.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received h6: impact code added.

Event description:
The patient was enrolled in the watchman flx pro CT study on (B)(6) 2023 with patient identifier (B)(6) . It was reported that device did not seal. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with a complete laa seal and deployed device diameter of 22.0 mm. There were no complications that were reported to have occurred. The patient was discharged from the hospital on a medication regimen of aspirin. On (B)(6) 2024, 393 days post index procedure, the patient presented for protocol required 12 month follow up, and cardiac computed tomography (CT) imaging revealed a peri device gap of 9 mm at long axis and 17 mm at short axis, peri-device leak was noted at posterior, 3, 4, 5 and 6 oclock position.